Manufacturer narrative:
The reported event could be confirmed, based on available medical records and professional healthcare expert assessment.  The device inspection was not possible as the product was not returned for investigation.  The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated.  A review of the labeling did not indicate any abnormalities.  Upon further investigation of the CT scans by healthcare professionals the following was observed.  "There is clear radiolucence and some cavities around the tibial as well as the talar component. Both do show loosening. The talar component shows also some lateral subsidence. There is no evidence of loosening or breakage of the pe and there is no clear evidence for infection.¿  based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cysts near tibial component suggesting poor bone quality which resulted in loosening of implant.  Also, the talar component shows subsidence and presence of cysts around the implant.  If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.